Event description:
It was reported that shaft break occurred. A 6.00 mm x 8 mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft broke at the wire port. The device was removed along with the guidewire and the balloon. The procedure was completed with an alternate device, and no patient complications were reported.